Event description:
No new information provided.

Manufacturer narrative:
Our quality engineer inspected the 7 photos submitted for evaluation. The issues of foreign matter, component damage ¿ no leak, and cosmetic issues were confirmed upon inspection of the photos. The photos confirm in one photo that there appears to be black marks overlaying the housing of the stopcock. It is unclear if the black marks are embedded from the provided photo. Another photo displays what appears to be a long string-like material overlaying the housing of the unit. It appears to be on the outside of the unit from the provided photo but it is unclear. The third photo displays an orange matter on the housing of the stopcock. One photo is marked as ¿short mold¿ and the luer adapter thread appeared to be deformed. The photo labeled as damaged showed deformation on the tap. The reported defects were confirmed. However, bd cannot confirm the exact cause of the failures since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
Our quality engineer inspected the 7 photos submitted for evaluation. The issues of foreign matter, component damage : no leak, and cosmetic issues were confirmed upon inspection of the photos. The photos confirm in one photo that there appears to be black marks overlaying the housing of the stopcock. It is unclear if the black marks are embedded from the provided photo. Another photo displays what appears to be a long string-like material overlaying the housing of the unit. It appears to be on the outside of the unit from the provided photo but it is unclear. The third photo displays an orange matter on the housing of the stopcock. One photo is marked as ¿short mold¿ and the luer adapter thread appeared to be deformed. The photo labeled as damaged showed deformation on the tap. The reported defects were confirmed. However, bd cannot confirm the exact cause of the failures since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No new information provided.

Manufacturer narrative:
Our quality engineer inspected the 7 photos submitted for evaluation. The issues of foreign matter, component damage ¿ no leak, and cosmetic issues were confirmed upon inspection of the photos. The photos confirm in one photo that there appears to be black marks overlaying the housing of the stopcock. It is unclear if the black marks are embedded from the provided photo. Another photo displays what appears to be a long string-like material overlaying the housing of the unit. It appears to be on the outside of the unit from the provided photo but it is unclear. The third photo displays an orange matter on the housing of the stopcock. One photo is marked as ¿short mold¿ and the luer adapter thread appeared to be deformed. The photo labeled as damaged showed deformation on the tap. The reported defects were confirmed. However, bd cannot confirm the exact cause of the failures since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No new information provided.

Event description:
It was reported that bd stpck q-syte wht 360deg w/o nut cap ns had foreign matter the following information was provided by the initial reporter; this is a complaint regarding stains, black marks, foreign objects, short molds, scratches in product. According to the customer report 64 cases of stains, 434 cases of black marks, 4 cases of foreign matter, 20 cases of short molds, and 2 cases of scratches found in the product during production at atom.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.